Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer had been having sensor calibration, adhesion, and change sensor issues with multiple sensors. Troubleshooting was not completed. The sensors will not be returned for analysis.